Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was an area of instent restenosis of a non-bsc stent located in the moderately tortuous and calcified left common iliac artery. The physician advanced a 5.0x40mmx135cm mustang balloon catheter to the target lesion. Upon the first inflation at 10atms the balloon ruptured. The device was successfully removed. The procedure was completed with a different device. No complications were reported and the patient's status is good.